Event description:
Customer reported: the blue tubing is melting when running. Additional information received on (B)(4) 2013: no patient harm or injury reported, and the alarm did go off and the melting was visible. Additional information received on (B)(4) 2013: no heaters were used in both situations. Additional information received on (B)(4) 2013 from customer (B)(6) : no, I think the customer must have disposed of the defective circuit, they did not send it back, just the rest of the ones they had with the same lot numbers.

Manufacturer narrative:
(B)(4). Actual sample was tossed by customer. Customer returned representative samples from the same lot. Upon carefusion's investigation, a follow up medwatch will be submitted.